Event description:
Iabp inserted due to severe cardiac disease. At 42 hrs post insertion, blood was noted in the tubing and alarms sounded. Positive iabp rupture. There was difficulty in removing iabp manually. Attempt at groin exploration and removal unsuccessful. Removal via retroperitoneal exploration. Iabp was lodged in the aorta.